Event description:
(B)(6). It was reported that junctional bradycardia occurred. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of antiplatelet medications, other than aspirin at the time of index procedure. The patient received loading doses 325 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed. The aortic valve was treated with balloon valvuloplasty using a 9fr .035" x 5 mm x 100 cm balloon and subsequent deployment of a 25 mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial and complete re-sheathing of the lotus edge valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Retrieval was not attempted. During the procedure, the patient was noted to have junctional bradycardia. Electrophysiology study was performed as a diagnostic procedure for the event. Transvenous pacing (tvp) was performed to treat the event. Two (2) days later, the event was considered as recovered / resolved and the patient was discharged on clopidogrel and other anticoagulants.